Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
This event occurred in (B)(4). The customer reported on behalf the physician an issue with the cannula; inadequate cannula for the patient generating abrupt desaturation episodes and constitution of a pressure sore due to the same support of the trach.